Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging CPAP error - service required. There was no report of patient harm or injury. There was no report or medical intervention. During the evaluation of the device there was also pca burned, iso port, lower box contaminated and scratched display. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.